Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell down on top of pump as a result the pump touch screen became cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reverted to an alternate method of insulin therapy.